Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible and the thrombus issues has been completed since the original report was submitted. The pump was not returned for investigation. As all the necessary information was not provided, the root cause of the limb ischemia and the thrombus was not determined. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
Upon review by abiomed's medical safety officer, patient was not a candidate or able to survive extensive surgery due to the patient¿s severe mixed septic and cardiogenic shock. Ards and multiple vasopressors were in use. Comfort care measures were initiated. There is not have enough information to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury"

Event description:
The user facility reported a 76-year-old female in st-segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support, the patient developed some mottling of the right lower extremities. Ultrasound scan (uss) showed extensive clot burden in right femoral artery (rfa). A point of care ultrasonography (pocus) was done at bedside by the physicians and the clinician noted a free floating clot in the left ventricle. The impella was dropped to p2, and the patient was taken to the catheterization lab for impella cp removal. The skin mottling continued after removal. Vascular surgeons were consulted and a computed tomography was done. However, the patient was not a surgical candidate or able to survive extensive surgery due to the patient's severe mixed septic and cardiogenic shock. Comfort care measures were initiated.